Event description:
In early 2009, the reporter/nurse contacted lifescan (lfs) alleging that a one touch ultra meter had read inaccurately high. The reporter indicated that the alleged meter issue started the same day, about 30-45 minutes prior to calling lfs for assistance. The reporter claimed that the pt woke up feeling hypoglycemic. The pt reportedly had symptoms of clamminess, nausea, weakness, and shakiness. However, when the pt tested, she reportedly obtained a high reading. The pt's daughter treated the pt with food and took her to an emergency room (ER). The reporter reported blood glucose results of "216 mg/dl" with a lifescan meter and "61 mg/dl" on a hospital/ER meter, performed within 10-30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. In the ER, the pt was reportedly treated with food and/or a beverage. According to the pt's family, she had been symptomatic for "quite a while." The one touch customer advocate (otca) noted that the pt was using expired test strips. According to the reporter, the pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers, but was not cleaning the puncture site correctly. The control solution was replaced. It would have been helpful to know the following information: the pt's testing frequency, her medication and diabetes management regimens, what date/time the pt's reported symptoms started, what meter readings the pt obtained before, during, and after the time she was symptomatic, and how long the pt had been using the expired test strips for. In addition, it would have been helpful to know what actions the pt took before, during, and after the symptoms had developed. This complaint is being reported due to the following conclusion: although the reporter indicated that the pt's symptoms developed before the alleged meter issue began, it was noted by the pt's family that she had been symptomatic for a while. It is unclear as to how long the pt was symptomatic before she received treatment from the ER. It is also not known what meter readings the pt got before the ER visit.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.